Event description:
The bench technician identified there was no audible sound on the mx40 telemetry device. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.